Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's neurostimulator had moved to the left from the original placement and may have flipped. X-rays (anterior-lateral view) showed leads coming off to the right when expected to come off to the left. The extension appeared to have moved in front of the device. Pt did experience pain (even when the device was off) but no shocking or jolting sensations were noted. The device site was very sore when pressing on it. The pt was at the clinic in fair condition. Further info was requested.